Event description:
Complainant alleged that during third party biomed testing, the device displayed "defib fault 72" and would not power up with battery. Complainant indicated that there was no pt involvement in the reported malfunction.